Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4). The device was not returned.

Event description:
This complaint is from a literature source. It was reported 1 patient with drug-refractory persistent atrial fibrillation (af) underwent radiofrequency ablation and developed cardiac tamponade requiring pericardiocentesis based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿durability of wide-area left atrial appendage isolation: results from extensive catheter ablation for treatment of persistent atrial fibrillation.¿ the purpose of this study was to assess the durability of wide-area left atrial appendage isolation (laai) achieved by pvi, an anterior line, and a mitral isthmus line. 71 patients have been enrolled between march 2003 to september 2015. Suspect device is lasso catheter, however catalog and lot number are unknown

Manufacturer narrative:
This report is to provide attachment of the article (complaint source). (B)(4).